Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a critical pump error. The customer¿s blood glucose was 38 mg/dl at the time of incident. Customer stated that the insulin pump alarmed critical pump error before it turned off. Customer stated that the insulin pump did not turn on even after multiple battery changes. Customer had a low blood glucose of 38 mg/dl at and 30 mg/dl at the time of call. No low blood glucose troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The device was received with critical pump error and pump error 35 alarm in the pump trace download due to severe corrosion on force sensor assembly. Unable to perform displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. The device was received with partial white display due to moisture damage on all electronic assemblies, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked case next to belt clip rail corner, cracked battery tube threads, peeling end cap address label, severe corrosion on all electronic assemblies, corrosion on motor home switch and corrosion on battery tube.